Manufacturer narrative:
There was a compromised force sensor system alarm at 4lbs during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. It was noted that the pump was missing an end cap sticker during the visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm and insulin squirted out during manual prime. Customer's blood glucose was 225 mg/dl. Customer's blood glucose is stable and the customer was disconnected during prime. Customer stated the pump piston continues to move forward after reservoir contact and insulin squirted out. Customer stated that leaving prime was not possible. Customer tried with a different infusion set. Customer stated that the pump was not bumped, dropped, and had no water contact. Customer was asked verbally and in written form to return the pump for analysis.